Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: the nurse took out of the package, spiked the nss and primed, before using the tubing or placing it into the alaris pump, the tubing separated from the blue chip. No harm to the patient, leakage was nss. Nurse had to obtain another nss and tubing to continue with the care of the patient. There was wastage of nss 1 liter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was received for quality evaluation. Visual examination was conducted and the infusion set was separated below the lower pumping segment fitting. Further examination shows that there is no solvent residue on the tubing. The customer complaint of separation was confirmed. The investigation was forwarded to the manufacturing location for root cause analysis. The investigation indicated that potential root cause for the the separation between tubing and lower fitment could be related to lack of solvent for an incorrect use of the solvent dispenser by the production personnel and issues with the solvent dispenser. As a corrective action, the solvent dispensers were cleaned and the production personnel were retrained according to the manufacturing procedures to verify the correct operation of the solvent dispensers before and during the production process. A device history record review for model 2420-0007 lot number 25045690 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.